Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
The technician found the mechlok mechanism was broken. The technician replaced the mechlok to repair the bed.